Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and poor performance with the device use. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.